Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an endothelial detachment during a laser assisted cataract surgery. Additional information requested.